Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and identified a cuvette overflow in the inner cuvette ring of unit 3 on the au5800 clinical chemistry analyzer. After cleaning and reinstalling the cuvettes, fse was priming the system and noted a failure in aspiration from the wash nozzle during cuvette washing. Fse determined that the vacuum valve for overflow aspiration of the cuvettes was failing. Fse replaced the valve to resolve the issue. Fse verified system performance. (B)(4).

Event description:
Customer reported to hotline of failing control (qc) recovery for creatine kinase (ck), and aspartate aminotransferase (ast) on unit 3 inner cuvette ring on their au5800 clinical chemistry analyzer. No erroneous patient results were generated. Customer halted testing on the unit until service could arrive. There is no change to patient treatment associated with this event.